Event description:
Zio patch failed after a few hours, I was without a monitor for six days while another MFR's device was shipped to me, this time I was at life threatening risk. This device is advertised as remaining on the pt for 14 days, yet the method used to adhere to the pt is so poorly designed that it is impossible to remain adhered to a human body for almost any length of time. This glaring failure cannot have been missed by the MFR, and must be deliberately ignored. At this stage they (MFR) are only interested in generating two billings to the pt insurance carrier, a simple fraud risking innocent people's lives, can anything be more despicable?